Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03550 for the other associated device information. It was reported to boston scientific corporation that two 10mm x 80mm wallflex biliary rx fully covered stents were involved during a biliary stent placement procedure on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient had a liver transplant and cholecystectomy on (B)(6) 2004. On (B)(6) 2010 a pre-study stent placement cholangiogram was performed and revealed a mid biliary stricture. No baseline biliary symptoms were reported, and baseline liver function tests are as follows: alkaline phosphatase = 39 iu/l, bilirubin = 0.70 mg/dl, gamma gt = 27 iu/l, sgot (ast) = 31 iu/l, and sgpt (alt) = 23 iu/l. The stricture had previously been treated with a sphincterotomy, balloon dilatation, and a plastic stent; however, a sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The first stent package was opened but placement of this study stent was not attempted. Per the site, "the stent did not look right" to one of the nurses. Despite attempts boston scientific has been unable to confirm the exact issue with the first stent device. A second a wallflex biliary rx fully covered stent (manufacturers report # 3005099803-2010-03550) was deployed in satisfactory position across the stricture. However, during the study stent placement, the patient experienced right upper quadrant pain. The patient was treated as an outpatient. During the patient's one week post stent implantation visit, it was reported that he was still experiencing right upper quadrant pain. The patient was treated medically. The patient's condition post procedure was reported as "recovering/resolving". The investigator's reported device causality assessment was reported as "highly probable". However, the investigator's assessment on the relationship between the event and the study stent placement was reported as "unrelated".

Manufacturer narrative:
(B)(4). (B)(4) - the reported issue of stent packaging issue. (B)(4) - the reported issue of stent device damaged. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03550 for the other associated device information. It was reported to boston scientific corporation that two 10mm x 80mm wallflex biliary rx fully covered stents were involved during a biliary stent placement procedure on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a liver transplant and cholecystectomy on (B)(6) 2004. On (B)(6) 2010 a pre-study stent placement cholangiogram was performed and revealed a mid biliary stricture. No baseline biliary symptoms were reported, and baseline liver function tests are as follows: alkaline phosphatase = 39 iu/l, bilirubin = 0.70 mg/dl, gamma gt = 27 iu/l, sgot (ast) = 31 iu/l, and sgpt (alt) = 23 iu/l. The stricture had previously been treated with a sphincterotomy, balloon dilatation, and a plastic stent; however, a sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The first stent package (manufactures report # 3005099803-2010-03536) was opened but placement of this study stent was not attempted. Per the site, "the stent did not look right to one of the nurses. Despite attempts boston scientific has been unable to confirm the exact issue with the first stent device. A second a wallflex biliary rx fully covered stent (manufacturers report # 3005099803-2010-03550) was deployed in satisfactory position across the stricture. However during the study stent placement, the patient experienced right upper quadrant pain. The patient was treated as an outpatient. During the patient's one week post stent implantation visit, it was reported that he was still experiencing right upper quadrant pain. The patient was treated medically. The patient's condition post procedure was reported as ''recovering/resolving.'' The investigator's reported device causality assessment was reported as ''highly probable.'' However the investigator's assessment on the relationship between the event and the study stent placement was reported as ''unrelated.''

Manufacturer narrative:
A visual examination of the device found that the stent was fully mounted and the outer sheath was retracted 8mm from the tip. No issues were noted with the profile of the device. The device was returned without its packaging. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the bsc clinical trial.